Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to painful left knee and loosening of the femur component at the bone to implant interface. Underwent full knee revision, during surgery the porous large lcs femoral component was discovered to have cracked in the middle of the component and become loose. Full revision was performed and the femoral component and the porous large meniscal bearing tibial tray and cruciform patella components were removed. Patient was revised to an attune revision femoral component with sleeve and stem and an attune revision rp tibial tray with stem and sleeve and patella components. No indication of any trauma to knee or fall. Doi: late 1980's. Dor: (B)(6) 2022. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-ray evidence were reviewed and the metal fracture condition reported cannot be determined with the information provided. Additionally, the implant loosening was not confirmed, due to it cannot be established a progressive decay of the implant position in relation to the initial implantation position. Based on the information, neither a defect or malfunction can be established which could contribute to the reported event, therefore, the allegation is not confirmed. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.